Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's area technical operations manager (atom) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if there was any patient harm or adverse event. The machine was returned to service after the atom replaced the blood pump rotor. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
A user facility's area technical operations manager (atom) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if there was any patient harm or adverse event. The machine was returned to service after the atom replaced the blood pump rotor. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation into the cause of the reported problem was able to be confirmed.